Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, the scale is observed to be blurred between the 40ml and 50ml marking, verifying the reported incident. A device history review was performed for lot 2406050, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Six retained samples were used for additional evaluation. All samples were inspected and the scales were verified to be correctly printed on the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. While we cannot identify a direct issue, this incident occurred during the marking process likely due to lack of ink. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Description details: we currently have 50ml syringes with a printing defect: see photos; the preparator's at the urc tell me that this has been happening a lot lately. Has there been a change in the manufacture of these devices? No patient involvement.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.